Event description:
Customer reported nurse walked into the room and found that the pt was unresponsive and in vfib. Customer stated the unit did not alarm for vfib. Pt was reportedly resuscitated. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.